Event description:
It was reported that the patient believed her vns device was "out." This conclusion was based on the patient's feedback. Additional information was received that the patient's allegation was actually stating that the vns was not working as well as before in regards to controlling the patient's seizures. The patient has since been lost to follow up and therefore no additional information has been obtained to fate regarding this event.